Event description:
It was reported that the patient had a right ventricular (rv) lead warning for low pacing impedance. The rv lead was capped and replaced during a planned system upgrade. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1, implantable pulse generator (ipg), (B)(6) 2008. (B)(4).